Event description:
It was reported that an operating nurse found that the guide wire and metal handle were kinked after unpacking. The nurse discarded the catheter.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet wire was confirmed but the exact cause could not be determined. One 3 fr sl groshong PICC catheter was returned for investigation. The stylet flushing hub assembly was returned within the catheter. The connector assembly was not returned assembled. The product label was also returned and contained lot: recw0485. A sharp right angle kink in the catheter and stylet was observed at the location the stylet extends from the metal cannula. No apparent use residue was observed within the catheter. Microscopic observation of the kink location revealed the catheter and wire to be intact. An attempt to remove the stylet revealed resistance due to the sharp bend. The device packaging was not returned. Since the condition of the sample prior to package opening could not be determined, the cause is unknown. Possible contributing factors include damage during storage or handling. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw0485 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that an operating nurse found that the guide wire and metal handle were kinked after unpacking. The nurse discarded the catheter.